Event description:
On 3/26/97, co received info regarding an accidental radiation occurrence. During a procedure the system produced uncommanded x-rays. The footswitch was diagnosed as the cause for the uncommanded x-rays. Staff removed footswitch and used hand switch to finish procedure. Hospital reported no adverse event, death or serious injury to pt or staff members involved.